Event description:
It was reported that during procedure the physician was then unable to withdraw or insert the stylet further. The stylet came out after the lead was removed from the patient. A new stylet was tried but had resistance with the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed,the distal lv (low voltage) electrode of the lead was covered in blood,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth,visual summary analysis of the lead indicated damage at implant, the analyst also noted: returned stylet is kinked at 4.5cm (from the distal tip) no insertion possible. Used a fresh 14-58 gray stylet to perform test, it stops at 17.6cm, blood obstruction found in distal conductor at 17.6cm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.